Manufacturer narrative:
(B)(4). The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the device history record found no discrepancies when the device was released to stock on the (B)(4) 2017, expiry date 30th april 2022. A complaint of a leaking tube set from the (B)(4) market that are associated with the use of a (B)(4) only ji2000 irrigator is an anticipated issue. This risk has been evaluated and approved the (B)(4) affiliate. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Event description:
Leakage was noted. The location of hole is unknown. The device was used with ji2000. User training is done. Ther was no surgical delay and no adverse consequence to the patient. No further inforamtion was provided by the hospital. The product will be retunred to your site.